Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: two incidents in a matter of a week where 2 patients sustained a burn during laparoscopic surgery. Upon investigating the instrument we found a nick or crack on the shaft of the instrument (the insulation portion) on both separate hooks. The failure identified in the investigation is consistent with the complaint record. Probable root causes include overuse and normal wear. The device manufacture date is not known.

Event description:
It was reported that the patient sustained a burn during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient sustained a burn during procedure.